Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds other reports against the 2581578 stem and the 2500702 femoral head. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The complainant reported pain, injury, and elevated metal ion levels. It was not possible to confirm this through provided medical record review. The information provided regarding metal ions indicated that this was with normal ranges. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Revision of pinnacle due to pain and soft tissue reaction.

Manufacturer narrative:
This complaint is still under investigation. Not returned.